Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: during investigation, all the keypad buttons were unresponsive. The keypad was intact with no evidence of peeling or damage. The keypad was removed to find no evidence of contamination on the keypad button contacts. The pump was opened to find evidence of moisture corrosion near the keypad connector and on the internal battery on the printed circuit board. There was evidence of moisture corrosion was present from both sides of the display board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.